Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply did not work. We are following up with the hospital to obtain additional info regarding the complaint including pt effects, how the procedure was completed, the name of the attending physician and if the device will be returning for investigation. A supplemental report will be submitted if additional info is received.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).